Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant total human chorionic gonadotropin (thcg) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed total service call. The cse aligned reagent probe 1. The cse changed male 4 connector due to leaking. The cause of the discordant total human chorionic gonadotropin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low total human chorionic gonadotropin (thcg) result was obtained on one patient sample on an advia centaur xp instrument. The initial result was reported to the physician(s), who questioned it. The same sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant total hcg result.